Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced a chip on tooth #24 while wearing aligner. Dentist advised patient to stop wearing aligners immediately.